Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two is-1 epicardial lead pins would not fit into the is-1 ports of the attempted cardiac resynchronization therapy pacemaker (crt-p). One of the connector pins was reportedly bent. The leads remain in use but a different device was selected for implant. No patient complications have been reported as a result of this event.